Event description:
Therapist witnessed a spark and complained of small shocking sensation when removing the power cord of the continuous passive motion (cpm) device from the unit.

Manufacturer narrative:
Engineering pulled on cord to try to remove receptacle with no success. Removed cover to look at receptacle and tabs that hold it in were bent in such a way that their was no way it could have came out. Replaced receptacle as preventive measure and plugged power cord in and out 25 times with no problems. Product user manual states "always turn off or unplug unit from the electrical source before servicing or cleaning. Failure to do so could result in electrical shock or personal injury".